Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative relinquished the transmitter in share tool; patient confirmed there were no background applications and no bluetooth devices connected. Patient's mother was advised to update smart device's operating system and then re-pair the transmitter, which was unsuccessful. Patient's mother tried using another sensor and re-pairing the transmitter again, which was also unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.